Event description:
The issue reported involved a pump's t button, which was hard to press, making the pump difficult to control. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to press the button correctly and removed the pump from its case to assist further. Despite these efforts, the button remained difficult to press. As a result, technical support decided to replace the pump, ensured it was within warranty, and confirmed the customer's shipping address for the replacement. The customer was informed about the replacement process, and a backup pump was provided to ensure uninterrupted insulin delivery.